Event description:
Patient reported issue not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient correction g3. Of initial report should have been marked as 2022 (B)(6), rather than 2020 (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4). Product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that around (B)(6) 2020 the patient noticed a loss of therapeutic effect, which they described as breakthrough pain that "was worse than childbirth". Also, their controller kept showing a call manufacturer and no device found intermittently when they were charging the ins. They did not recall seeing a code. The patient removed and replaced the battery inside the controller. Before ending the call, the patient mentioned they had put the recharger disc over their sweat pants, but while on the call, they placed the recharger on their skin and was able to get excellent charging. The patient reported they have an appointment with their doctor on (B)(6) 2020 no further complications were reported or anticipated. On (B)(6) 2020 additional information was received from the patient. It was reported that the cause of the break thru pain was not due to trauma but was because their oral drugs were not masking the pain alone with the ins location change. The cause of the loss of therapeutic effect and the pain they had reported was because a different rep had changed their settings. They reported their pain has been in control so far. They reported that the no device found message had reappeared again on the date they were completing the follow up letter. They noted they hadn't had a chance to report it yet. They provided the serial number of the controller involved in this event. Their weight in (B)(6) 2020 as requested, but was not provided. No further complications were reported or anticipated. On (B)(6) 2020 additional information was reported that there was no surgical intervention or implant location change. On (B)(6) 2022, additional information was received from the patient reporting that they had stopped using the ins a while ago as the ins wasn't helping. Pt said the rep reprogrammed pt at one point because their pain become more widespread, but then pt just stopped using ins in 2020. Pt confirmed this was the same issue as documented previously. Pt said they switched doctors to pain doctor dr. Robert sickler in houston area and started another mode of treatment with them that doesn't involve the ins since that wasn't working for them. Pt said now they wanted to do an MRI of pt's spine because pt had "interesting results from my emg" but they needed to put the device into MRI mode and the controller wasn't communicating with the ins. Pt said they had been trying for a day or two, but later in the call it was clarified pt would get poor quality when trying to charge, and the ins battery wouldn't increase/charge. Pt was getting poor quality during the call. Pt repositioned and got excellent briefly, but then kept getting poor. Pt reported controller battery 80%, ins red (and the ins battery hadn't increased at all since 6 am this morning). Pt checked for damage to recharger (rtm - nlf136620n) and controller (B)(4) (didn't see any), reset controller, and cleaned connections. Pt then attempted to charge again, but got no device found. Pt entered passive recharge mode but could only get the middle number up to 61, even after moving rtm around. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed possible external device replacement, but pt was hesitant on wanting replacement equipment and said they didn't really want to charge the ins since they weren't using it anymore and had a different kind of pain treatment. Pss reviewed hcp possibly filling out MRI eligibility form since pt couldn't charge ins enough toenter MRI mode.